Event description:
Surgeon informed sales representative that he had encountered urinary retention implanting t-sling on three patients. Surgeon was unable to provide additional information upon request as the events he reported occurred in 2005.